Event description:
Report received that the device shut off with no alarm during home therapy. The customer contact stated that the homecare pt was receiving antibiotic therapy with tobramycin 400mg q12-hours. It was reported that the antibiotic was being infused when the pump shut off without alarming. A replacement pump was readily available in the home. The device was switched out and the infusion was resumed. There were no reported adverse pt effects. Though requested, no additional info was provided.